Event description:
It was reported that during a hip procedure on (B)(6), 2013, the liner disassociated from the cup. It was impacted several times, but would not lock into place. Surgeon eventually opened another item to complete the procedure. As a result, there was a delay of approximately 50 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
From the analysis carried out on the returned liner, the liner should have fitted the mating acetabular cup with ease, the fact that indents are clearly visible in half of the scallops would indicate the liner was fully engaged on the acetabular shell lugs, however there is no clear indication that the circlip engaged into its mating groove, as the shell is in vivo there is no way of carrying out an assembly test. Without further information, no other conclusions can be drawn.